Manufacturer narrative:
After receiving this complaints, we searched for other complaints and we didn't find other complaint regarding the lot number 98630293. B3: estimated date.

Event description:
According to the available information, there was hair in the packaging.

Manufacturer narrative:
After receiving this complaint we searched for other complaints and we didn't find other complaint regarding the lot number 98630293. In october, we received one sealed sample. We can observe one hair inside the peel pouch, defect was observed. Our subcontractor has re-sensitized its teams to this defect. Checking quality database revealed no anomaly in relation with the described defect.

Event description:
According to the available information, there was hair in the packaging.